Event description:
--

Manufacturer narrative:
Additional information received suggests that this lead was capped and not explanted.

Event description:
Boston scientific received information that this patient was presented to the hospital due to an inappropriate shock on the right ventricular channel. An x-ray revealed a lead fracture and the lead was explanted and replaced. It is unknown if the lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.